Event description:
It was reported that: between cases, the doctor was performing the leak and compliance tests and made an adjustment to the apl valve and the valve was noted to come apart in the doctor's hand. The anesthesia machine was removed from use. No pt injury.